Event description:
During gamma3 surgery, the drill hit the edge of the nail hole when the surgeon did calibration of the devices. The drill hit the distal edge of the precise circle hole. The surgeon removed the nail and inserted a different size nail. The drill did not hit the new nail.

Manufacturer narrative:
Evaluation summary: product inquiry states the long nail kit r1.5, ti, left gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. A functional test (sample distal targeting device and sample instruments were used) revealed neither proximal nor distal contacts of the drills to the drill holes. The function of the nail returned is fully given. A comprehensive dimensional examination also revealed no deviations. The reported event (¿drill hit the distal edge of the precise circle hole¿) could not be reproduced. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. The cause can only be found in the intra-operative procedure. No non-conformity was identified.

Event description:
During gamma3 surgery, the drill hit the edge of the nail hole when the surgeon did calibration of the devices. The drill hit the distal edge of the precise circle hole. The surgeon removed the nail and inserted a different size nail. The drill did not hit the new nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.